Event description:
Event verbatim [preferred term] two of the four in the box were broke open/it was on the skin [accidental exposure to product], two of the four in the box were broke open [device breakage]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age, and gender started to receive thermacare heatwrap (thermacare menstrual), expiration date 2020, via an unspecified route of administration from an unspecified date at an unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient just opened the box purchased. Two of the four in the box were broke open. The first one the patient didn't notice until it was on the skin on an unspecified date, then the patient went to open another one and that one was broke open too. The action taken in response to the event for thermacare heatwrap was unknown. The events outcome was unknown. According to product quality complaint group, there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. Follow-up (05mar2019): follow-up attempts are completed. No further information is expected. Follow-up (26feb2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (06nov2019): new information received from product quality complaint group included: severity rank level. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the event "two of the four in the box were broke open" (device breakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "two of the four in the box were broke open" (device breakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] two of the four in the box were broke open/it was on the skin [accidental exposure to product] , two of the four in the box were broke open [device breakage]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age, and gender started to receive thermacare heatwrap (thermacare menstrual), expiration date 2020, via an unspecified route of administration from an unspecified date at an unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient just opened the box purchased. Two of the four in the box were broke open. The first one the patient didn't notice until it was on the skin on an unspecified date, then the patient went to open another one and that one was broke open too. The action taken in response to the event for thermacare heatwrap was unknown. The events outcome was unknown. According to product quality complaint group, there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. According to product quality complaint group, this investigation was conducted for an unknown lot number menstrual 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (05mar2019): follow-up attempts are completed. No further information is expected. Follow-up (26feb2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (06nov2019): new information received from product quality complaint group included: severity rank level. Follow-up attempts are completed. No further information is expected. Follow-up (14nov2019): new information received from product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment the event "two of the four in the box were broke open" (device breakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "two of the four in the box were broke open" (device breakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] two of the four in the box were broke open/it was on the skin [accidental exposure to product] , two of the four in the box were broke open [device breakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age, and gender started to receive thermacare heatwrap (thermacare menstrual), expiration date 2020, via an unspecified route of administration from an unspecified date at an unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient just opened the box purchased. Two of the four in the box were broke open. The first one the patient didn't notice until it was on the skin on an unspecified date, then the patient went to open another one and that one was broke open too. The action taken in response to the event for thermacare heatwrap was unknown. The events outcome was unknown. Follow-up (05mar2019): follow-up attempts are completed. No further information is expected. Follow-up (26feb2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "two of the four in the box were broke open" (device breakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "two of the four in the box were broke open" (device breakage) and accidental exposure to product were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.